Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Review of the egm revealed appropriated vt treated by atp and spontaneous return to sinus rhythm. Episodes of non-sustained oversensing and noise were observed in real-time. Alert for undersensing was also received. Programming changes were made. The patient was stable.

Event description:
New information received indicates that the lead was capped and replaced. The patient was stable post-procedure.